Event description:
On removal of device from pt. It was noted by physicians that the atherectomy tube had detached from the advancer. Entire device was removed from body. Date of use: (B)(6) 2012. Reason for use: atherosclerosis of extremity with gangrene, right lower.